Event description:
New information notes that the break was specified as a lead fracture.

Event description:
It was reported that the presented for a scheduled generator change. Upon interrogation, prior to the procedure it was noted that the ventricular lead exhibited intermittent capture and high impedance. A break was also noted. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences. Di not available as product was manufactured on or before september 23, 2014.